Event description:
Procedure: lap gastric bypass. According to the reporter: when physician fired the stapler, the blade inside the stapler snapped and broke off in the pt. The physician retrieved the piece and sutured the hole in the bowel that was not stapled. The or time was delayed approx 15 minutes. Additional codes on the user facility medwatch indicate: 2453: cuts and 1417: nicks, cuts, tears to dura or other tissues by device.